Manufacturer narrative:
(B)(4). The customer reported that the unit failed to stay powered on when on ac power. The unit was evaluated at the philips and the failure was verified. Replacing the power supply resolved the failure.

Event description:
The customer reported that the unit failed to stay powered on when on ac power.